Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lot history record review was completed 3 months prior from the alert date because the lot # and the occurrence date were unk. There were no non conformance reports, which could have contributed to this complaint. (B) (4).